Event description:
It was reported that there was no fluid flow through an unspecified access set. This event was further described as, ¿failed to release the contents of the bag.¿ in attempt to resolve this issue, the infusion pumps were changed, however, the set remained unable to inject medication. This issue was detected during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.